Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable. A customer returned a 7mm electromyographic (emg) endotracheal tube stating after replacing two 6.5mm emg endotracheal tubes due to there being no signal, the "tube was replaced with a new one again. No signal on one channel. A fourth emg-tube was used. This one worked fine. "There was no allegation fo pt injury. Testing/repair could not confirm the reported event. The available info indicates that the emg tube was not alerted by a system alarm, warning screen or error message. This has the potential to result in a false negative. False negative could potentially cause injury to the pt by failing to identify a nerve. This could result in the surgeon damaging the nerve. Medtronic will assume that the user did not receive a system alarm, warning screen or error message,until it is confirmed that they did.

Manufacturer narrative:
A 7mm emg endotracheal tubes was returned and tested. The channels were tested for resistance and the readings indicated an in spec condition with no other damage or defect observed. There was an open [no short circuit] between channels required per print. Note: sample 1 still had the white tape intact that hold the wires together and no other signs of use. Based on the observations, the most likely underlying cause for this event is consistent with misuse of the device [misplacement during intubation whereas 1 channel was not making contact with a vocal fold]. The electrographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for pt ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approx 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the pt's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the pt's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. It should be noted that there are many non-device related issues that can block a completed electrical circuit or inhibit a response: such as a negative, i.e. That a nerve is not present when it really is present. When info suggests that the nim equipment had the potential to cause pt injury it is assumed that the failure may go undetected. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.